Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis showed that the atg45 device was received with the articulation mechanism damaged. The device was received with no reload loaded in the device. The returned device was tested for functionality with a test reload on the right articulated positions; when fired the staples were malformed due to the damage articulation mechanism. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found damaged. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop, resulting in the instrument damage. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch was inspected at (B) (4). A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, when the surgeon fired the device, the clip of the device returned and the staples fell off. They changed to another device to complete the procedure. There were no adverse consequences to the patient.